Event description:
The patient's father reported that the patient suddenly lost sound. The patient performed the necessary troubleshooting at home and could not resolve the problem. The center confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.